Manufacturer narrative:
Since this event does not represent an issue regarding the product but rather an issue regarding the product-portfolio, this case does not fulfill the criteria of a complaint anymore. This case will be invalidated. Please delete this case from your database as it will be invalidated. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was now reported from the clinic that there was no suitable cementless shaft size. Size 1 was too small, size 2 was too big. For this patient a size of 1.5 would be suitable, but this size does not exist. The surgery was finished after the implantation of the cemented avenir stem ¿ size 2. It was therefore reported that there was no malfunction of a zimmer biomet product. The product (avenir stem cemented ¿ size 2) has been implanted according to surgical technique. Since this event does not represent an issue regarding the product but rather an issue regarding the product-portfolio, this case does not fulfill the criteria of a complaint anymore. This case will be invalidated.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number 01.06010.302, item name avenir stem lat cemented 2, lot # unknown. Item number 00877503202, item name bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, lot # 2939555. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that revision surgery was planned without cementing, but was not possible. The desired stem had to be cemented.